Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-may-2024. The device evaluation was completed on 06-jun-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, microscopic evaluation and electrical test of the returned device was performed following bwi procedures. Visual analysis revealed a hole on the pebax surface with reddish material inside and an electrode with a bent causing separation and detachment from its place. Electrical test was performed and no resistance was observed in an electrode due to electrode detachment in the tip area causing no contact with electrical wire. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise reported by the customer was confirmed. The potential cause of the damage on the tip area could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations stated in the carto 3 system manual: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The magnetic and force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the biosense webster, inc. Electrode with a bent causing separation and detachment from its place. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole on the pebax surface with reddish material inside¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface and an electrode with a bent causing separation and detachment from its place. Initially it was reported that the carto 3 system was displaying noise when the catheter was reinserted into the body. The noise was also seen on the recording system. Reseated the connections with no resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-jun-2024, observed a hole on the pebax surface with reddish material inside and an electrode with a bent causing separation and detachment from its place.the event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface and an electrode with a bent causing separation and detachment from its place on 06-jun-2024 and have assessed these returned conditions as reportable. The awareness date for this record is 06-jun-2024.